Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had received a shock for vf. The rhythm appeared to be atrial fibrillation with rapid ventricular response that fell into the vf zone. The patient reported feeling badly before the shock was delivered. Recommended programming changes will be discussed with the physician.